Event description:
It was reported that stent dislodgement occurred. A 3.50 x 16mm synergy xd drug eluting stent was used to treat the lesion. However, the device failed to cross the lesion. Additionally, the balloon tip was damaged and the stent came apart from the balloon of the stent delivery system. There were no patient complications nor injuries were reported.